Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced swelling, seroma, and incision site splitting involving their implantable neurostimulator (ins). It was stated that after the patient¿s device was implanted on (B)(6) 2019 that the post-operative wound was normal, with no immediate complications. Wound swelling was found on (B)(6) 2019 and the patient¿s seroma was aspirated on (B)(6) 2019 ¿for about 60 ml.¿ a specimen retrieved at that time was sent for a bacterial culture and the results were negative. A pocket debridement was performed on (B)(6) 2019 due the patient¿s surgical incision splitting open. The wound was opened for exploration at that time, the device pocket was cleaned using betadine and sterile water, and the site was re-sutured. A tissue specimen retrieved from inside the pocket was sent for culture and the results were negative. The issue was considered resolved at the time of report. It was noted the patient had undergone physical therapy prior to the event, which may have led or contributed to the issue through an effect on their wound tension. The patient had no experienced a fever or any pain associated with the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was that the hcp had a summary from (B)(6) indicating that four weeks after implant surgery, it was noticed that the site was leaking and the wound was open. Refer to manufacturer report # 3004209178-2019-09464 for a report of a subsequent infection that occurred in (B)(6).